Event description:
It was reported that the patient underwent a surgical procedure to replace the cuff component of this artificial urinary sphincter (aus) due to recurring incontinence secondary to urethral atrophy. The existing 4.5 cm cuff was removed and replaced with a new 4.0 cm cuff. No patient complications were reported. The explanted cuff is not expected for return.